Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2011 due to impedance less than 200 ohms and high pacing thresholds, 3v@ .7ms. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)